Event description:
It was reported that the pt is experiencing pain and unusual noise from the implant.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combinations. Attempts have been made to obtain additional info however, no further info has been received to date. A definitive root cause cannot be determined with the info provided.